Manufacturer narrative:
Patient comorbidities: hypertension and pvd. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2019, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient had a possible proximal type I or type ii endoleak (date and modality of images is unknown) and the physician wanted to reintervene. There is aneurysm sac enlargement reported (amount is unknown). The physician determined that it was a proximal type I endoleak and during reintervention placed 12 aptus screws in the area of the proximal neck of the initial graft (pla320400/18785494). In addition, the physician placed a palmaz stent (p4010) in the area as well to treat the endoleak. Upon completion of this intervention, the endoleak was successfully treated and the patient is reported to be doing well.

Manufacturer narrative:
Addition h6: code 213-a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Addition g5.